Manufacturer narrative:
Liebel - flarsheim manufacturer report: suspension arm returned to lf 07/09 for investigation. The returned part was the old style mcmahon suspension arm involved in the 2002 product recall. Arm broke at the weld which is consistent with the reason for the recall. Information on file from the 2002 mcmahon medical recall indicates that the facility reported, they did not have any affected units on site. Suspension replaced and system returned to full service by the customer.

Event description:
Customer reports: the weld on the suspension arm was broken, making the ct9000 powerhead loose. Discovered when moving the ct9000. No ill-effects to patient or user.